Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from october 4, 2019 - october 7, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day and month of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors under infused. It was further reported that the flow restrictor was not taped to the patient's skin to keep the drug solution at the appropriate temperature to run at the nominal flow rate. The device was filled with 5184 mg 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.